Manufacturer narrative:
Continuation of d10: product ID 9735762, version 2.1.0 g2: foreign country - switzerland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery with a scan from a ziehm 3d acquisition, the system showed an error 10 during navigation. There was no delay and no impact on the patient's outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) software analysis concluded that the software appeared to be working as designed. The logs were reviewed. The message ¿error code 010: contact medtronic navigation technical support.¿ was displayed to the user when the exam received from scanner was not valid. Logs recorded that first exam was transferred successfully. The logs had errors when the exam was transferred for the second time. Exam would be considered invalid when it did not have valid attributes and in this case, scanner type was found to be empty. As the scanner connected was found to be ziehm three dimensional (3d) radio frequency device (rfd) in both scans transfer, user might have selected wrong option in the c-arm for the second transfer and the received scan did not have the right attributes that the navigation system was looking for. The logs confirmed that user was in 'acquire images' task when the scan was received and the scan did not contain valid attributes. As per sfbs-05153(image acquisition), error code 010 was shown when the transferred exam was not valid and logs record this evidence. There was no indication that a software anomaly contributed to the reported behavior. Codes: b01, c19, d14 h2) please see section d9 for when the device became available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.